Event description:
Customer reported that the drill stopped operating during use. During service, the technician found out that the hand piece turned off after approximately 1 min and displayed error warning handpiece overheating as well as the air pump did not turn off.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician,technician found cable/cord/wiring strain due to normal wear.